Event description:
It was reported that this f214lv lead was surgically capped and replaced with epicardial lead due to suspected conductor fracture. Observations were noise that was oversensed causing pacing inhibition. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).